Manufacturer narrative:
The explanted device was not returned to bsn for evaluation as it were discarded by the medical facility.

Event description:
A report was received that a patient underwent an ipg explant due to pocket discomfort. The patient reported that the ipg location is sore and bothersome. The patient is reportedly doing well following the procedure.